Event description:
The following description of the event was reported to carefusion by the carefusion rental department via email. "Hi (name removed), (name removed) from (third party service company name removed) just called stating that (name removed) from (user facility name removed) just called them very irate because the unit 3100b (s/n (B)(4)) that was just dropped off at the facility does not work. According to (third party service company name removed) the customer was stating that the driver just dropped off the unit and left and did not assist with the calibration, etc. Customer was trying to calibrate the unit and cannot calibrate it either. Contact is (name removed) and his number is (B)(6)." The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "I contacted (name removed) and he explained that there is a high pitched alarm sound, but no visual indication that something is wrong. They kept having to turn the vent off and on to silence the alarm. He then stated that because they had to keep turning off the vent, they got to the performance check, but the map was high at 37. They did not wait the full 5 minutes because of the high pitched alarm sound. I told him that the fan in the back must not be turning and that is why there is a high pitched alarm. He said that he didn't notice. I will authorize a replacement and provided him our phone number (B)(6) ((B)(4)) for 24 hr assistance."

Manufacturer narrative:
Neither the user facility nor (B)(4) (third party service company) submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by (B)(4) (third party service company) and the user facility representative. (B)(4). The alleged faulty device was received by carefusion on january 14, 2015, routed to the carefusion service department and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.